Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they were seen by a dentist and an orthodontist. They said that they should stop aligner treatment due to their bite being so off. The patient needs to be supervised to continue any kind of orthodontic care.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.